Manufacturer narrative:
(B)(4). Method: the two returned complaint chambers were visually inspected. Results: the visual inspection revealed that there was a hole in the membrane of both spike valves. A lot check revealed one other complaint for the lot number provided. Conclusion: the membrane of both spike valves appeared to have been punctured with an object. We were unable to determine how these valve membranes came to be punctured, but the damage would had to have occurred post production. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions which accompany the mr290 chamber state "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).

Event description:
A hospital in (B)(6) reported through our distributor that water leaked from the valve of a water bag spike of two mr290 autofeed humidification chambers after use. No patient consequence was reported.